Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not stop insulin as intended. During troubleshooting tandem technical support determined the control iq software was turned off and assisted the customer with turning the control iq software back on. The customer did not recall turning off the software. In addition, it was reported that the control iq software did not auto populate blood glucose (bg) values despite the control iq software being activated. The customer¿s bg level was 40 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg values. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.